Event description:
It was reported that the rotation speed could not be controlled. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending mid artery. A 1.50mm rotalink plus was selected for use. During the procedure, after the second ablation was started, it was noted that the rotation speed could not be controlled to the set operation speed of 180,000rpm. The procedure was completed with another of the same device. No patient complications were reported.